Manufacturer narrative:
Product investigation is in progress.

Event description:
Painful- vaginal [vulvovaginal pain]. Uncomfortable- vaginal [vulvovaginal discomfort]. Tugging sensation- vaginal [vaginal disorder]. String wrapped up around the absorbent portion-tampon [device physical property issue] upon insertion it was painful and I realized some of them in the box had the string wrapped up around the absorbent portion. Tugging sensation trying to remove the applicator [complication of device insertion]. Case narrative: consumer reported via e-mail that some of the tampons had the string wrapped up around the absorbent portion. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Painful- vaginal [vulvovaginal pain]. Uncomfortable- vaginal [vulvovaginal discomfort]. Tugging sensation- vaginal [vaginal disorder]. String wrapped up around the absorbent portion-tampon [device physical property issue] upon insertion it was painful and I realized some of them in the box had the string wrapped up around the absorbent portion...tugging sensation trying to remove the applicator [complication of device insertion]. Case narrative: consumer reported via e-mail that some of the tampons had the string wrapped up around the absorbent portion. No serious injury reported.